Event description:
It was reported by the rep that the device was used during a right upper lobectomy. It was reported the gia or the linear cutter reloads misfired. All but one device included. There was no consequence to the pt.